Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported cassette was leaking when plum set connected to IV solution. The event was noted during infusion and the solution involved was unknown. There was no drug exposure to patient or healthcare provider. There was no other physical damage reported. The set was replaced, and therapy resumed. There was patient involvement and no one was harmed in the event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received one (1) used list #14687-15 primary plum set. No damage or anomalies were observed. The set was attached to an ICU medical provided IV bag and primed per packaging directions. During priming a leak was observed from one of the cassette corners and further infusion was unable to be performed. The set was also leak tested per specifications and there were two leaks observed at two of the cassette corners. Additionally, the cassette underwent stack height measurements of which two corner failed. The complaint of cassette leakage can be confirmed. The probable cause of this event is related to the product being exposed to excessive heat during transportation, that may contribute to the warpage of the cassette leading to cassette errors and leakage. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complain.